Event description:
The customer reported that the system would freeze during start up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors on the hard drive were cleaned. The system was tested and found to be working as intended and put back into service.